Event description:
Multiple motor stalls were reported. The pump was noted to have stalled on (B)(6) restarted on the (B)(6), and stalled again on the (B)(6). No MRI's and no magnetic exposure were noted to have caused the motor stall. It was reported that the patient was "really sick; severely depressed; feeling pain; could hardly walk; could not get out of bed; could not sleep; could not eat; and had a really bad, metallic taste in his mouth." The pump was noted to have "failed." It was noted that the patient's pump was to be replaced on "monday," (B)(6). The medication used within the system was dilaudid. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information reported that the patient's withdrawal symptoms resolved quickly and without sequela after pump replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).